Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Pump powered up properly after battery installation. No blank display noted. No led anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a solid red light. The screen was blank but the red light was on. She changed the battery but received a button press alarm and it turned back off. Customer's blood glucose level was 202 mg/dl. The device will be returned.